Event description:
It was reported the patient has a staph infection at or near his scs ipg pocket site. Follow-up identified the patient's scs ipg was replaced and the patient is "doing well". Additionally, the patient is being treated with antibiotics and is getting weekly blood tests to monitor the infection. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.